Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("take 5 days to have a bowel movement") and adverse event ("its getting worse after removal"). The patient was treated with surgery (she had hysterectomy and gall bladder removal). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown and the adverse event had not resolved. The reporter considered adverse event, constipation and medical device removal to be related to essure. The reporter commented: after hysterectomy, patient took 5 days and a trip to ER to have a bowel movement. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received: reporter information was added. Event "its getting worse after removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("take 5 days to have a bowel movement") and adverse event ("its getting worse after removal"). The patient was treated with surgery (she had hysterectomy and gall bladder removal). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown and the adverse event had not resolved. The reporter considered adverse event, constipation and medical device removal to be related to essure. The reporter commented: after hysterectomy, patient took 5 days and a trip to ER to have a bowel movement. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('hysterectomy') and cholecystectomy ('gall bladder removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced constipation ("take 5 days to have a bowel movement"), adverse event ("its getting worse after removal") and amnesia ("memory loss, yup. But I think it's getting worse after removal"). The patient was treated with surgery (she had hysterectomy and gall bladder removal). Essure was removed. At the time of the report, the medical device removal, constipation and cholecystectomy outcome was unknown. And the adverse event and amnesia had not resolved. The reporter considered adverse event, amnesia, cholecystectomy, constipation and medical device removal to be related to essure. The reporter commented: after hysterectomy, patient took (B)(6) days and a trip to ER to have a bowel movement. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, gall bladder removal, constipation, adverse event: amnesia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, social media report received: events: "memory loss,yup. But I think it's getting worse after removal", and "gall bladder removal" added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy and gall bladder removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("take 5 days to have a bowel movement"). The patient was treated with surgery (she had hysterectomy and gall bladder removal). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. The reporter commented: after hysterectomy, patient took 5 days and a trip to ER to have a bowel movement. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event take 5 days to have a bowel movement was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.